Event description:
Related manufacturer reference number: 2017865-2022-38268: (B)(4). It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial and right ventricular leads both exhibited noise. It was alleged that both leads sustained insulation damage due to clavicular crush. No intervention was performed. There were no patient consequences.